Manufacturer narrative:
Date of event is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving bupivacaine (6.0 mg/ml, 3.2042 mg/day), clonidine (100.0 mcg/ml, 53.40 mcg/day), and dilaudid (15.0 mg/ml, 8.010 mg/day) via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient was having issues with the pump and wanted to see a new doctor as soon as possible. The patient was going through withdrawal and thought they set the pump wrong. It was reported that the pump was beeping 3 times with a single tone; the patient was wondering if it was slowing down. The patient just had a recent pump refill so did not think it was low. He would follow up with a healthcare professional (hcp); he currently did not have a managing hcp. There were no interventions mentioned. There were no other reported symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.